Manufacturer narrative:
The probe 960-556 planar passive blunt (lot # 131217) was returned for analysis. Analysis found that the returned probe displayed a high geometry error with a normal divot error with markers attached and fully seated. The support arm for marker #4 is bent causing the high geometry error. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the passive probe had a recognition failure on one of the sphere markers. The sphere was replaced but functionality was not restored. It was suspected that the instrument was bent, resulting in the issue. There was no patient present when this issue was identified. No additional information was provided.